Event description:
It was reported that the patient had difficulty charging and connecting to the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure. No further information could be obtained despite good faith efforts. Additional information was received that the patient was doing well postoperatively and the explanted device was discarded and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had difficulty charging and connecting to the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure. No further information could be obtained despite good faith efforts.